Event description:
Hosp reported treating pt after spo2 readings were consistently low. Later determined that spo2 readings were incorrect, after blood gas analysis showed normal oxygenation. Hosp reports that the problem was isolated to the extension/adapter cable used to connect a nellcor probe to a spacelabs oximeter.